Event description:
Related manufacturer reference number: 2017865-2024-71736. It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed noise over-sensing on both the right ventricular (rv) and right atrial (ra) lead. The noise over-sensing on the ra lead caused inappropriate automated mode switch (ams) episodes. The ra lead revision was attempted but the patient vessels were occluded. Programming changes were made to resolve the noise oversensing issue on both leads and the patient was in a stable condition.